Event description:
It was reported that during an ultrasound guided breast biopsy, it was noticed that the cutter was not advancing on the probe. The case was aborted.

Manufacturer narrative:
Date sent: 03/11/2008. Based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found internal contamination of the translational drive shaft caused no cutter movement per the complaint. To correct the customer comlaint, the analysis site replaced two drive shafts and two bushings. The power cable lemo connector was damaged and to correct this issue the site replaced the power cable. Per the service manual, service tests were performed and the unit passed all tests. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.